Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer fse evaluated the unit and found that it failed the compressor calibration test. The fse replaced the scroll compressor d119-00-0236, muffler 100 micron d103-00-0499 and muffler 1/8 npt d103-00-0631. During the repair process, the temperature sensor d206-00-0734 was found to be damaged and was also replaced. The unit passed all functional and safety test in accordance with the manufacturer's specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. Fat wayne, nj. The failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of a failed compressor test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an autofill error. It is unknown under which circumstances this event occurred, however there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a autofill error and during testing it was found compressor unit fail to calibration. There was no patient involvement.